Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the an asymptomatic patient presented with noise on a lead pace/sense vector via merlin.net transmission. The patient was brought in clinic for further evaluation. The noise was not reproducible with isometrics. The signal appeared to be non-physiologic. Considering lead replacement was discussed. The patient will continue to be monitored with routine follow-ups.